Manufacturer narrative:
Product evaluation: the lens was returned. Viscoelastic was dried on the lens. The optic is scraped and the optic edge is broken. The optic is torn/cut into two pieces, typical of an insertion and removal. A lens bench evaluation could not be conducted due to the lens returned in pieces. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The indicated viscoelastic is not qualified for the lens/cartridge combination used. The lens was returned damaged and cut into two pieces typical of an insertion and removal. Information provided by the customer would suggest that the root cause is most likely unrelated to the lens. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4)

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure, the patient's visual acuity was deviated from the targeted power. Therefore, the iol was replaced with another iol. There is no causal relationship with the iol. Additional information was provided that the patient experienced blurred vision. The lens was not compatible with the patient and was exchanged for a different model.